Event description:
The customer reported that the unit is giving a low leak co2 rebreathing alarm and the device will not go into standby. No patient involvement reported.

Manufacturer narrative:
The defective u1 created the low leak-co2 rebreathing risk (e/c 1203).